Manufacturer narrative:
Pump passed self test and active current measurement. Failed sleep current measurement. The thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: low battery alarms on 08/04/2024 at 10:28:00.000, 08/06/2024 at 08:39:00.000, and 08/07/2024 at 08:50:00.000. Replace battery now alarm on 07-07-2024 at 06:02:00.000. No unexpected replace battery alarm during testing. However, pump received with a high sleep current measurement. With reference to the battery duration failure analysis instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor and motor noted. However, severely corroded battery tube was noted. Electronic stack was placed into a test case and current returned to normal. Isolated to case. The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with scratched case identified during the visual inspection. Customer alleged for unexpected battery power loss and charge/battery lasts less than expected confirmed during testing with high sleep current and in the pump history due to severely corroded battery tube. Problem isolated to case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unexpected battery power loss, charge/battery lasts less than expected. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and pump alarmed 'replace battery 'or 'replace battery now' customer reported receiving replace battery alertreplace battery now alarm.no harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1886 was requested and customer response was the device will be returned.